Event description:
It was reported that (1) hp052 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the handpiece received a steady tone. The surgeon changed blade, still received a steady tone. Changed handpiece and problem resolved. There was no consequence to pt.